Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer delivered too much insulin during lunch and blood glucose (bg) level dropped (40-300 mg/dl). Customer addressed bg level with food. Reportedly, the pump supplies were changed to address the issue.